Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The high blood glucose was 500 mg/dl at the time of incident. The current blood glucose was 390 mg/dl. They experienced symptoms such as exhausted, nauseated and threw up. The customer was treated with bolus and injection pens for high blood glucose. Troubleshooting was performed for high blood glucose and under delivery. The customer was alleging possible pump under delivery. The insulin pump will be returned for analysis.